Manufacturer narrative:
Unit received with operational currents within specification and passed self test and displacement test. Pump trace download analysis confirmed the power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with fading serial number label. Unit received with minor scratched display window, case and keypad overlay. No battery cap was received with unit, unable to verify battery cap missing metal contact or blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an unresolved error alarm. The customer reported unknown mg/dl at the time of call. The customer also reported that lost the metallic part of the battery cap and the pump is turned off. Troubleshooting was not provided at the time of call. The insulin pump will be returned for analysis.